Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Bleeding was noted coming from the peel away sheath. The peel away sheath was removed and the repositioning unit was advanced into the artery. Access was gained on the opposite groin for the percutaneous coronary intervention. The medical doctor commented that the patient had a lot of iliac calcification and had difficulty advancing the impella sheath. The procedure was successful with this device. The patient's outcome at explant was survived and the patient's outcome was stable.

Manufacturer narrative:
The introducer was able to be saved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was retained for return.